Event description:
Device report from synthes europe reports an event in (B)(6) as follows: during a procedure on an unknown date following fixation from the locking cap the surgeon tried to adjust the rod again however reportedly the polyaxial screws were not able to be readjusted. The polyaxial screw construct could not be removed. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. This report is for two devices 04.636.630 with the same lot number. A review of the device history record revealed no complaint related anomalies.

Manufacturer narrative:
Device used for treatment and not diagnosis. The complained article was sent to our pdc for investigation. According to the present statement, the implant shows a normal behavior. In cases in which the polyaxial screw can not be readjusted there is an instrument, 03.636.013 remobilization tool, which can mobilize the screws. The review of the manufacturing documents shows that the article was manufactured to the specifications. No product fault could be detected.